Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Additionally, the customer experienced high ketone levels. Subsequently, the customer went to the emergency room (ER). Reportedly, the customer did not receive treatment in the ER and went home. At home, the customer drank water and administered a manual insulin injection to address bg level. The customer reverted to manual injections for insulin therapy.